Manufacturer narrative:
(B)(4). The analysis results showed that one ecr60b cartridge reloads were received. The reload was received in good visual condition and fully fired. No functional test could be performed due to the condition of the reloads. It should be noted that all reloads are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices and reloads are inspected based on a sample.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic sleeve procedure, the staple line looked incomplete. Questionable section of the staple line was over sewn. There were no patient consequences.